Event description:
A discordant advia centaur bnp result was obtained on a pt sample. The result was reported to the physician. The sample was retested on the advia centaur and the corrected result was reported. The customer declined to provide us with any of the data. There is no known pt intervention or adverse health consequences due to the discordant bnp result.

Manufacturer narrative:
Lab tech failed to follow instructions, event occurred due to operator error. The customer placed the wash 1 reagent in place of the base reagent. The customer flushed and primed the system. Customer reports that system is operational. The instrument is performing within specifications. No further evaluation of the device is required.